Manufacturer narrative:
Device evaluation of electrode belt (B)(4) is complete. The reported problem (add gel/replace belt messages) was confirmed. As received, the electrode belt failed incoming testing. Upon investigation, the cable connecting the distribution node (dn) to rear therapy pad (te) was pulled from the strain relief. The cause of the test failure and the reported alarms was the pulled dn to rear te cable. The root cause of the pulled dn to rear te cable was excessive force. Device evaluation of charger/modem (B)(4) has been completed. The reported problem (charger problem) was confirmed. As received, the charger/modem was unable to charge a battery pack. Upon investigation, the q1 current-controlling transistor on the bedside board was thermally damaged and there was liquid contamination on the battery board. The cause of the inability to charge the battery back is the thermally damaged component and the contaminated battery board. The root cause of the defective component cannot be positively identified. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective electrode belt or charger/modem. . Device manufacture date belt: (B)(6) 2013. Charger: (B)(6) 2012.

Event description:
A us distributor returned a patient's electrode belt (B)(4) and charger (B)(4). It was reported that the electrode belt had a damaged cable and that the charger displayed a charger fault and was unable to charge the patient's batteries.